Event description:
It was reported "one of the PICC kits had what looks like a seed inside the kit. The seed is in a biohazard bag. No one was affected by the seed in the package."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.the following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded:the complaint of a foreign material in the kit is inconclusive due to poor sample condition. One biohazard bag was returned which contained several white colored specs of material. The material was observed to break into smaller sections. Based on the softness of the material when manipulated, the material appeared to be a compacted, crystalline material. Water was mixed with the material and stirred and the material dissolved. The condition of the kit and presence of the material prior to kit opening could not be determined from the sample provided. Therefore, the complaint could not be confirmed and remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "one of the PICC kits had what looks like a seed inside the kit. The seed is in a biohazard bag. No one was affected by the seed in the package."